Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the evolut fx+ transcatheter aortic valve replacement, the patient experienced a complete heart block (chb), necessitating the implantation of a pacemaker. Post-procedure, the patient experienced difficulty walking and talking and required rehabilitation. The patient remained hospitalized for nearly three weeks. Approximately a week prior to the report, the patient experienced a possible transient ischemic attack (tia), leading to further rehabilitation needs. The patient was described by a family member as "mentally and physically digressing" and unable to live independently after the procedure. There was also a concern about plaque on the side of the valve dislodging and potentially causing kidney problems. Additional information was received that the patient had significant annular/left ventricular outflow tract calcification and a root angle of 92. Upon crossing the valve, prior to the device insertion, the patient went into chb; however, the rhythm was transient and the procedure ended with the patient in a 2:1 atrio-ventricular block.

Event description:
It was reported that following the evolut fx+ transcatheter aortic valve replacement, the patient experienced a complete heart block, necessitating the implantation of a pacemaker. Post-procedure, the patient experienced difficulty walking and talking and required rehabilitation. The patient remained hospitalized for nearly three weeks. Approximately a week prior to the report, the patient experienced a possible transient ischemic attack (tia), leading to further rehabilitation needs. The patient was described by a family member as "mentally and physically digressing" and unable to live independently after the procedure. There was also a concern about plaque on the side of the valve dislodging and potentially causing kidney problems.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the evolut fx+ transcatheter aortic valve replacement (tavr), the patient experienced a complete heart block (chb), necessitating the implantation of a pacemaker. Post-procedure, the patient experienced difficulty walking and talking and required rehabilitation. The patient remained hospitalized for nearly three weeks. Approximately a week prior to the report, the patient experienced a possible transient ischemic attack (tia), leading to further rehabilitation needs. The patient was described by a family member as "mentally and physically digressing" and unable to live independently after the procedure. There was also a concern about plaque on the side of the valve dislodging and potentially causing kidney problems. Additional information was received that the patient had significant annular/left ventricular outflow tract calcification and a root angle of 92. Upon crossing the valve, prior to the device insertion, the patient went into chb; however, the rhythm was transient and the procedure ended with thepatient in a 2:1 atrio-ventricular block. Additional information was received that per the provider, there was no allegation of kidney problems. It was also noted that ¿prior to procedure, patient needed total care including using rolling walker and was not living independently, was living with daughter.¿ the patient had history of tia but with no magnetic resonance imaging (MRI) pre-tavr. The patient's family member complained of changed mental status after tavr and permanent pacemaker implant procedure. Patient couldnot undergo MRI that day. Multiple computed tomography (CT) scans were completed to rule out bleed. A CT revealed ¿acute posterior infarct cannot be excluded¿; however, due to the patient's known history of tia and no comparison imaging, it could not be determined whether this was procedure-related or old. No new infarcts identified on later cts. The patient was treated with dual anticoagulation therapy. It was unclear whether the patient did or did not have an infarct after the tavr.